Event description:
The customer reported the system intermittently powers off and displays a red screen. The system was restarted and the surgery was then completed. The patient was under anesthesia, but without harm. The following cases were canceled and rescheduled. No patient injury was reported.

Manufacturer narrative:
Additional information was requested. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).